Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A balloon catheter was initially advanced and a 2.5mm emerge balloon catheter was selected for use for dilatation. The balloon catheter was loaded onto the wire and it went through the monorail exchange. However, it was observed that the device never went inside the patient's body. The device was locked on the wire and it could not go forward nor backwards. Both devices were removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported.